Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal on (B)(6) 2015 and the "blade broke inside of the patient into multiple pieces" all the pieces were removed with graspers and the procedure was completed with a second device. The patient was discharged home.